Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted one day after implant due to high rv lead threshold and intermittent loc from dislodgement. No adverse patient events were reported. Should additional information become available, this file will be updated.